Manufacturer narrative:
The device was received with missing segments/partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to missing segments/partial display. Moisture damage on the battery tube and motor assembly also noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was white solid and insulin pump was not working. The customer¿s blood glucose level was unknown. Customer stated that reported of insulin pump screen flashing when screen was turned on after being in sleep mode. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.